Manufacturer narrative:
(B)(4). A disconnection of a bag during therapy was reported and is a known cause of this alarm; however, the cause of the disconnection was unable to be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of six of peritoneal dialysis therapy. During troubleshooting, it was discovered that the bag on the white clamp line was disconnected. The bag did not fall off and disconnect as it was in a drawer. The patient stated that they did not know if the connection was loose. The technical service representative (tsr) had the patient cycle the power on the hc machine, close the clamps, disconnect using aseptic technique, turn the hc back on, and remove the cassette. The patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.